Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had a control panel and communication error which was preventing fluoroscopy. There is no report of injury or death associated with the event described in this complaint.